Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab was kinked is confirmed. A kink was noted near the bifurcate of the iab during functional testing. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for developing trends. No further action required at this time.

Event description:
It was reported that on a patient of 170cm in height during the insertion of the intra-aortic balloon (iab) the balloon broke. The pump alarmed catheter kinked. Another iab was successfully used. There was no report of delay in therapy or complications to the patient. No reported death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of (B)(6) in height during the insertion of the intra-aortic balloon (iab) the balloon broke. The pump alarmed catheter kinked. Another iab was successfully used. There was no report of delay in therapy or complications to the patient. No reported death.